Event description:
It was reported that the patient presented for a standard generator changeout procedure. During the explant of their pacemaker, it was found the set screw was contaminated with calcified tissue. The set screw could not be loosened, and there was a failure to remove it from the device. The pacemaker was explanted and successfully replaced. The patient remained stable.

Manufacturer narrative:
The reported events of failure to remove the set screw from header was confirmed by analysis. Final analysis found that the set screw was filled by calcified blood, which had come through a hole punched out by the user of the torque wrench at the time of implant. No further anomalies were detected.